Manufacturer narrative:
The clarivein device was not available for investigation. There were no issues cited with device performance. Potential adverse effects that might be associated with the clarivein® device are similar to those associated with any interventional vascular procedure. The IFU provided with the clarivein device lists the potential adverse events that might be encountered during a peripheral vasculature infusion procedure using the clarivein® ic as well as instructs the user to consult labeling of agents to be delivered prior to infusion.

Event description:
On (B)(6) 2017, clarivein® device was used to deliver 2% polidocanol to the right gsv plus anterior accessory branch of the saphenous vein. On (B)(6) 2017 it was used to deliver 2% polidocanol to right ssv and the vein of giacomini in two segments. On (B)(6) during follow up visit a small, non-occluding clot was reported adherent to the wall of the femoral vein that occupies less than 25% of the diameter of the lumen. The device did not malfunction.